Event description:
A pt reports that he is seeing streaks of light following intraocular lens implant surgery. The problem is worse at night. The pt had a yag and the symptoms became worse. The symptoms improved with the use of pilocarpine 1% drops, but he (the pt) has not been instructed by his physician to continue using the drops. The use of polarized sunglasses was not effective. Additional information has been requested from the implanting surgeon.